Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for erratic blood glucose test results. (B)(4) is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 103 and 210mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot #kp0710 manufacturer's expiration date is 03/31/2018. The meter memory test result history: (B)(6). Back to back test perform customer obtained reading of 103mg/dl and right after 210mg/dl, which customer believes is an inaccurate reading.